Event description:
It was reported that a patient experienced a break in aseptic technique further described as being non-compliant during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with cefazolin (2 grams/day) intraperitoneally (ip) and gentamycin 80mg/day ip for two weeks. The patient was discharged from the hospital two weeks later. The patient had recovered from peritonitis. The pd therapy was ongoing. The patient was retrained on proper aseptic technique. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.